Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.

Event description:
It was reported the procedure was being performed in the CT department. When inserting the catheter into the patient it "accordioned." There was a delay in treatment and no patient death or complications were reported. It was noted this issue has occurred several times over the past few months but they do not know how many. On (B)(6) 2014 - follow up information states they were able to use the same catheter to complete the procedure. A skin nick was made prior to insertion.